Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown), the device failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.